Manufacturer narrative:
Device passed the self test and displacement test. The history download confirmed pump error 3 and pump error 54 alarms due to a software error. The following were noted during visual inspection: faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms during the night after reboot the insulin pump was working gain. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.